Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/18/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H6 component code: c22 - photo analysis. Additional information: h3, h6. H3 investigational summary: the product was returned to ethicon for evaluation. One needle-suture piece and one suture piece outside tis packaging were received for analysis. The product code is vr493. The review of the returned sample shows that the swage and attachment area of the needle were observed as expected. A portion of the suture was noted to be still attached to the needle. Overall, no needle pull-off was observed. Given the current condition of the returned sample, the functional test could not be performed. In addition, the extremes of the suture pieces were noted to be torn due to applied stress. To complement this assessment, one photo was provided and observed the same condition of the returned sample. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no pull-off was noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and suture was used. During the procedure, the suture was detached from the needle during use. It was not a control release needle. Another product was used to complete the case. When we send the sample to you, we will let you know its return date and tracking number. There were no adverse consequences to the patient. Further details are not provided from the hp. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device evaluation pending. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.